Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell four on the home choice (hc). The technical service representative (tsr) had the home patient (hp) close the clamps and cycled power. The tsr had the hp disconnect and remove the cassette. The tsr discussed the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.